Event description:
Customer reported receiving erratic readings on their adc libre sensor. Customer reported receiving readings of 500 mg/dl, 400 mg/dl and 120 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the c zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned and a valid lot number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for all libre sensors within expiration at the time of the complaint were reviewed and the DHR review showed there were no issues identified that could have led to the complaint. Clinical data was reviewed for libre sensors and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for libre sensors and no product issues were found. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. Describe event or problem was incorrectly documented that the readings occurred on the meter. However, the readings occurred on the sensor.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Note: the device manufacturer date for the reported meter serial number is unknown. The date entered is the date of event.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 500 mg/dl, 400 mg/dl and 120 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the c zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.